Manufacturer narrative:
On (B)(6) 2019, it was noticed that the report submission due date for (B)(4) was erroneously left blank. The correct due date is (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11/26/2018, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The following information was mistakenly omitted from the medwatch report submitted on 12/18/2018: as per response received, the lot# reported is still invalid so a device history record (DHR) review cannot be performed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: upon receipt by mentor, the device contained gel with cloudy appearance. Brown and black material were observed within the device. Gel was observed on the shell surface. During visual examination, mentor product analysis lab observed the device severely rented. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, mentor product analysis lab was precluded from further evaluating the device. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of rupture was confirmed since the device was found severely rented. However, at this point it is not possible to determine the root cause of such damage or the origin of the brown and black material observed. There is no evidence that the issue is related with manufacturing. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a (B)(6) -year-old caucasian female patient underwent a breast augmentation primary with a mentor memorygel breast implant 350cc and experienced rupture on the left side. Rupture was confirmed by MRI. As a result, the patient underwent removal and replacement with mentor memorygel breast implant 400cc, catalog number 3504001bc, serial number (B)(4), lot number 7471257 (l), and serial number (B)(4), lot number 7549772 on (B)(6) 2018.